Event description:
It was reported that the pt was at school when her sats started to drop while connected to the ventilator. There were no audible alarms. The pt needed to be manually ventilated with 100% o2. Each time the pt was placed back on the ventilator, her sats would drop again. Ems was called and the pt was taken to the hospital. Inspection of the ventilator revealed the bacterial/viral filter was hot to the touch and had melted. When the respiratory therapist went to the hospital to see the pt, the pt was doing fine.

Manufacturer narrative:
Na